Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing issues with the extended bolus as the pump screen continued to show that the bolus was being delivered after it should have been completed. The customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested timeframe. There was no reported impact to the customer's blood glucose level.